Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's merlin @ home transmitter was smoking and not working after a power outage. The device was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.